Event description:
It was reported that the diagnostic ultrasound catheter "had a bad chip" and caused the computer system to crash. The procedure time was extended several hours while troubleshooting was performed. The device was replaced with another catheter and there was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device showed a severe kink adjacent to the steerable handpiece. The device was found to pass all electrical function testing including memory programming. The memory chip successfully completed the read, decrypt, write, and verify operations, indicating the device was programmed properly. Since the complaint device passed all function testing, a root cause could not be determined. Possible root causes include corrupted data transferred from the chip to the console and/or ancillary equipment error. Since the device passed memory chip program testing, it is unlikely the reported failure mode was caused by the memory chip. The most likely potential root cause is ancillary equipment error. The device history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.